Event description:
It was reported that bd alaris smartsite needle-free valve was occluded. The following information was received by the initial reporter with the following verbatim: when I opened the 2000e package and pre-filled the connector, I found that the connector would not open. Replaced the pre-filled catheter flusher and found the same problem. Replaced the connector with a new 2000e and found a similar situation. Replaced more than one and still the same.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Cancel

Manufacturer narrative:
MDR made in error void - duplicate complaint pr#(B)(4).